Event description:
It was reported that heating remained after recharging of device. Pt's pocket had been sore and possible location issue (gets caught on chairs). Symptoms were stated by physician to be related to device moving too shallow to skin surface causing irritation and inflammation. Pt was scheduled for a pocket revision to place device deeper.